Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient would be having an MRI that was not due to a problem with the device or therapy. The scan was for ¿back pain¿ and to look for an abscess. The location was unknown. The event date of the back pain was unknown. No further complications were reported.